Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had unexpected restart. Customer's blood glucose was 140 mg/dl at the time of incident. Customer reported that they were able to clear the alarm and able to complete rewound the pump. They stated that after troubleshooting alarm occurred. Insulin pump will be returned for analysis.